Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for a routine device check. The device could not be interrogated decreases and loss of ventricular output was noted. The device was explanted. No further information is available.